Event description:
It was reported that the pt had the ins sys removed due to the non-functioning of the sys. There was a "technical problem" with the device which caused it to no longer be functional. The pt requested that the sys be removed so an MRI could be performed (for an unstated reason). Following the explant, the pt's wounds were "healing nicely" and the pt had "no complaints." No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The ins, extension, lead and anchor have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.